Event description:
A sentrant sheath was used in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was discharged and one week post operatively, a follow-up CT was performed and a dissection was confirmed at the right external iliac artery and no intervention was performed. The dissection was thought to have occurred during the index procedure. Approximately 10 weeks post implant, a thrombectomy procedure was performed with a fogarty catheter followed by implant of a bare metal stent at the location of the dissection which improved blood flow. Anticoagulation therapy with heparin was administered. The sheath is not identified as the cause of the dissection; however, the cause of the dissection is unknown. The patient will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).